Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The user contacted the emergency support program line reporting inability to aspirate or flush the central lumen, along with loss of the arterial line waveform. No patient harm was reported.